Manufacturer narrative:
Returned for evaluation was nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured at the tip end. The gold tip was not returned for evaluation. A review of the returned sample indicates the fiber gold tip was separated from the assembly after the procedure was complete. The customer's reported complaint description of "the fiber tip fell off" is confirmed. Although the complaint description is confirmed a root cause cannot be determined. Due to the gold tip not being returned for evaluation it is difficult to fully determine the type of force exerted onto the distal and of the assembly that would result in separation of the gold tip. A possible contributing factor could be due to user technique. A lot history records search for the nevertouch direct kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
At the closing of an evlt procedure, it was noted the gold tip had detached from the laser. There was no report of patient harm or injury due to the is event. It was indicated the disposable device is available for return to the manufacturer for a device evaluation.